Event description:
Patient scheduled and prepped for ptca. A perfusion balloon was prepped; pump primed with saline and ready at 1620. Physician crossed lesion with wire and balloon. Pump primed with blood and on at 34 cc/min. As inflation started at 2>3 atmospheres <10-15 sec, with EKG noted heart block. Flow stoped immediately and balloon deflated (blood noted in inflation device). Resuscitative measures started. Ptca completed and patient to ccu with improved vital signs and still intubated.